Event description:
It was reported that the gas module of the ventilator is broken. Unknown patient involvement. (B)(4).

Manufacturer narrative:
The air gas module that was reported broken was tested in a reference ventilator without any deviation. No alarms were generated during ventilation, nor any deviation during tests in the production test system. No device logs have been received. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).